Event description:
Dr reported a number of concerns regarding medtronic's synchromed pump and intrathecal (it) catheters. In summary: he has implanted these pumps and followed pts who have pumps since in 1992. In 1995, he wrote a medical journal article about a pt who experienced spinal cord destruction due to a granuloma. Shortly after that, in late '95 or early '96, medtronic began asking physicians to complete a questionnaire to obtain 6-month follow-up info about synchromed pts. He thought that his '95 report led to that. Medtronic collected information for a few years - during that time, he sent in 3 or 4 forms - then the forms quit coming. He thinks that medtronic has known since '96 that granulomas form in pts with its catheters. He said that neurosurgeons typically implanted these pumps, then the "following" drs have an increased liability due to the complications. He quit implanting pumps in 2000. He also experienced 2 cases of premature battery depletion (lasted 2-1/2 years instead of 4). He was not satisfied with the firm's response, which was: "nothing they could do." In 2000, he would have needed a new programmer too, which he said was another reason to stop implanting them. He said that 20% of pump pts experienced edema (european journal of pain mgmt. Vol 4, 2000, pg 361). Regarding the granuloma problem, he would like to see: disclosure of the problem to the pt level, and MRI's every 6-months, moratorium on any more implants and/or informed consent with disclosure of true complications (not being done right now), pt registry with follow-up data. He thinks medtronic has misled doctors and pts by calling these inflammatory masses instead of granulomas. He has provided depositions as an expert witness in 4 legal cases involving these matters. The upcoming book (2nd edition of "arachnoiditis") will contain a chapter on spinal granulomas. There are other problems with spinal administration of opiates, including decreased sexual function, addiction, and personality changes. Pts think they are getting worse, which results in an increased dosage, which increases the problems. Viscious cycle. End up supplementing with oral meds again and pts are right back where they started before they got the pump. He thinks 100% of pts will get granulomas if you use a high enough dosage of opiates for long enough. He wants FDA to do something about this.